Event description:
It was reported that during an implant procedure, the indirect decompression (ID) spacer deployed successfully however the physician determined it was not in the ideal location. The implant fell off the inserter on the physicians second attempt to deploy the implant. The implant was properly connected to the inserter, however the physician encountered resistance during the sagittal wiggle technique and excessive force was possibly used. Additionally, osteophytes were present in the patients anatomy. The physician replaced the ID spacer and completed the procedure successfully. The damaged spacer will not be returned as it discarded by the medical facility.